Event description:
When the device was used during a laparoscopice oophorectomy, it fired an incomplete staple line. A different device was used to complete the case. There was no patient consequence.